Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed circulation pump. The device was evaluated upon receipt. During evaluation the circulation pump was found to have failed. Unit will be scrapped. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported arctic sun device will be returned under project monarch. Per wo evaluation, unit touchscreen would not turn on, used ui to fill. Unit was not producing any suction, installed test circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported arctic sun device will be returned under project monarch. Per wo evaluation, unit touchscreen would not turn on, used ui to fill. Unit was not producing any suction, installed test circulation pump.